Event description:
Event description guidant received information that one month post implant, this implantable cardioverter defibrillator (ICD) exhibited out-of-range shocking lead impedance measurements.